Manufacturer narrative:
(B)(6). The device was not returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is operational context as the device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex. The lesion was predilated with an apex balloon and the 3.00 x 12 mm taxus liberte stent was advanced to the lcx; however, the device was unable to cross the lesion. The device was removed from the pt and it was noted that the proximal edge of the stent was lifted up. The procedure was successfully completed with a different device with no pt complications reported.